Manufacturer narrative:
A review of the event history log was performed and indicated that the ac power source was removed, and the device was subsequently powered on using the battery. This sequence of events led to the recording of an "improper shutdown!" Message, which was logged on the day prior to the reported event date. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key and therefore cannot confirm the device powered off without user input. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of pump turns off without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was received for evaluation. During evaluation, the device alarmed system error 322 after powering on the device, loading a set, and then unloading the set. The cause was identified to be intermittent lower auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turn off without user input upon device power up in the surgery area. There was no patient involvement. No additional information is available.